Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump experienced a low battery alarm. This was not reported by the customer. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during on-site product evaluation. The assignable cause was a swollen battery. The main battery was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.